Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was able to duplicate "internal battery not holding charge". Bench testing reveals a solid red charge status led, due to a fully depleted battery. Model lap top ventilator 1200 internal battery voltage output reads 2.1v. The service technician installed a good known test internal battery, and the charge status led turned green after few minutes of charging. The ventilator also passed battery operation test as well as power checkout with a good known test battery. The service technician replaced internal battery and processed unit through service.

Event description:
The customer reported that model lap top ventilator 1200 internal battery does not hold a charge. Upon further investigation, the customer confirmed that there was no patient involvement.